Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for diabetic ketoacidosis. The customer was not feeling well; the insulin pump ran out of insulin and he did not want to get up and change the insulin. The patient then drank gatorade and water; he threw up in the morning. His heart burn was really bad. His blood glucose was 535 mg/dl. His blood glucose went as high as 570 mg/dl. He was not breathing properly either. The customer went to the hospital and was treated with an IV. His basal rates were adjusted and he was released. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced.